Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non malignant pain. It was reported that the ins will not charge. The patient explained that their recharger was fully charged, but the recharger will not connect to the ins because it shows the reposition antenna screen. The patient indicated they tried repositioning the antenna and moving the dial on the antenna but still gets the reposition antenna screen. The patient reported they last were able to successfully charge their ins about 2 weeks ago. No symptoms were reported at this time.